Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear was located in the proximal transition zone and it stretched distally along the balloon for a total length of 3.2cm in length. A microscopic examination of the balloon material identified no issues with the balloon which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. After a stent was deployed, a 10.0 x 20, 75cm mustang¿ balloon catheter was advanced for post dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.